Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 tissue welder malfunctioned. The product is returning. No further information is available.

Manufacturer narrative:
Investigation: visual inspection revealed that the jaws had minimal signs of clinical usage. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it would not produce steam or heat. The device passed the test when the pig-tail was bypassed. Based upon this, the reported failure "device malfunctioned" was confirmed as an electrical issue. Internal file number - (B)(4).